Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported events rupture was received on march 03, 2025. With lot number 2012559. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening and missing piece of shell assessed as inclusive. As per the investigation procedure, non penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported implant rupture. Device has been explanted and replaced. This relates to the left side.

Event description:
Physician reported implant rupture. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.